Event description:
The customer reported that the unit failed to power up.

Manufacturer narrative:
The customer reported that the unit failed to power up. The unit was evaluated locally by philips and the failure was verified. Replacing the control pca resolved the failure.